Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed and attributed to a loose lcd display cable. The cable was reseated to correct the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's display blanked out. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.